Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit cardiology department the intra-aortic balloon (iab) was prepped and the sheath was inserted via the patient's right femoral artery. The md could not advance the iab through the sheath and as a result, the iab and sheath were removed as one unit successfully. The md requested another iab and this iab was prepped and inserted via sheath into the same insertion site (right femoral artery) without complications. After the iab was inserted there was no reported patient injury. Medical /surgical intervention was not required. There was a 15 minute delay in intra-aortic balloon pump (iabp) therapy. Forty five minutes after iabp therapy started the patient expired. An autopsy confirmed that the patient's death was not related to the iab. Additional information received on (B)(4) 2014 stated that the md of cardiology involved told the sales representative that the iab did not contribute to the patient's death.